Event description:
The instrument broke while extracting the trial broach.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirms the complaint of breakage. The returned device was forwarded to commercialized product development for evaluation (B)(4). A complaint database search on the provided product code identified similar reports which were attributed to product wear out and or misuse. These fractures likely occurred in bending, as force was exerted on the handle perpendicular to its axis. This force was likely a contributing factor in the instrument fracture. Based on the performed evaluation, the root cause is attributed to suspected misuse. Due to the root cause of suspected misuse, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.